Event description:
Dexcom sensor adhesive fell off skin, even using an over patch sticker with additional adhesive from the manufacturer. This has been a problem as long as I've used dexcom sensors (the past 10+ years) and dexcom has always acknowledged the problem and replaced the sensors free of charge (maybe 5 or 10 every 12 months as they've introduced new versions of the sensor and adhesive). Now dexcom is only allowing 3 free replacements per calendar year - still acknowledging it's a problem but only for 5% of their customers so they don't care to warranty their adhesive (required for the product to work). This is a very expensive medical device.